Event description:
Event: conversion to standard surgical repair due to unresolved type 1 endoleak. Event narrative: deployment of the graft was uneventul. The graft was deployed with no problems. Final angio revealed a type 1 endoleak at the superior attachment system. There were no cuffs or stents available. The physician decided to convert to standard surgical repair. Patient is recovering and doing fine.